Event description:
It was reported that boston scientific technical services (ts) was contacted by the physician to review this device's programmed therapy settings. The patient had experienced true ventricular tachycardia (vt) that was incorrectly marked as a non-sustained vt event and no therapy had been delivered. The patient experienced a syncopal episode as a result. The physician elected to reprogram the high rate cut off zone to prevent such events from occurring in the future. It was also noted that the patient had experienced a single inappropriate shock in the past. At this time the device remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the physician to review this device's programmed therapy settings. The patient had experienced true ventricular tachycardia (vt) that was incorrectly marked as a non-sustained vt event and no therapy had been delivered. The patient experienced a syncopal episode as a result. The physician elected to reprogram the high rate cut off zone to prevent such events from occurring in the future. It was also noted that the patient had experienced a single inappropriate shock in the past. Recently, the physician contacted ts again for programming support. At the most recent follow-up appointment, the physician noted that the device had inappropriately marked a real vt event as non-sustained vt (nsvt) because it was near the cut off zone. The vt event was untreated and the patient felt dizzy spells. The physician elected to reprogram the vt zone cut off and enable anti-tachycardia pacing (atp) to enable future event treatment. The device remains implanted and no additional adverse patient effects were reported.